Event description:
It was reported that a patient, (B)(6) years old, female, underwent a procedure with a smart touch bidirectional catheter and suffered cardiac arrest and myocardial infarction, which required CPR, ventilation and medication. The patient¿s hemodynamic pressure changed suddenly to zero. The physician suspected that an emboli occurred. The catheters were withdrawn when the event happened. The physician started reanimation with cardiac massage. Medication was given to stabilize the patient. The patient was in critical condition at the time this complaint was reported. Additional information was received on the event. The patient required extended hospitalization because of the adverse event. After CPR, ventilation was required. The patient experienced kidney failure triggered by shock and serial rib fractures caused by CPR with bleeding in the skin. Echocardiograph during CPR showed a newly occurred highly reduced function of the left ventricle. Coronary angiography showed subtotal thrombotic occlusion of the left main stem and increased creatine kinase values. The physician¿s opinion on the cause of this adverse event is subtotal thrombotic occlusion of left main stem, probable point of origin left ventricle ablation site. However, the patient did not present any neurological symptoms.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Contact office and manufacturing site should reflect: (B)(4).